Event description:
Three patient samples with discrepant results for sodium, potassium or albumin. Patient 1, initial potassium result 3.4 mmol/l, repeated twice giving 4.2 and 4.1 mmol/l; initial sodium result 114 mmol/l, repeated twice giving 138 mmol/l both times. Patients not adversely affected. The field service representative determined the cause to be a problem with the isv8 and isv2 valves, and replaced valves as well as re-aligned sample probe. Performance tests were performed and within specification.

Event description:
Patient 3: initial albumin result 4.5 g/dl, repeat gave 3.9 g/dl. Initial results were reported. Patients not adversely affected. The field service representative determined the cause to be a problem with the isv8 and isv2 valves, and replaced valves as well as re-aligned sample probe. Performance tests were performed and within specification.

Event description:
Patient 2: initial potassium result 3.8 mmol/l, repeated twice giving 4.3 and 4.4 mmol/l; initial sodium result 124 mmol/l, repeated twice giving 141 and 143 mmol/l. Patients not adversely affected. The field service representative determined the cause to be a problem with the isv8 and isv2 valves, and replaced valves as well as re-aligned sample probe. Performance tests were performed and within specification.